Event description:
During an infix case the surgeon had difficulty with use of the instrumentation and the surgery time was extended for 1 1/2 to 2 hours. The surgeon attempted to use the large guide to insert the implant on 3 separate occasions during the surgery and each time the struts would not advance properly. On the fourth attempt, the struts advanced without difficulty and locked the construct in place. There was no report of injry to the pt.